Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-sep-2015, an fse visited the customer to address the reported event. During servicing, fse replaced the 3 way solenoid valve due to the substrate intermittent reaching the preheater. Fse also observed air in the lines and replaced the substrate syringe and valves due to wear. The customer ran controls with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event an intermittent substrate valve.

Event description:
On (B)(6) 2015, a customer reported a detector low (dl) flag on their a1a-2000 analyzer. The customer troubleshooted by priming the line but the issue did not resolve. Technical support advised to the check the wash probe tips and to randomly put quality control (qc) on but dl flags continued. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting follicle-stimulating hormone (fsh) and betahcg (pregnancy hormone) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.